Event description:
It was reported that the patients lead broke during a revision procedure and left a metal against the spine. The physician explained to patient that the risk or reward did not warrant removing the contact from the epidural space. The patient understood and no further action required at this time.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.